Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels were 40 mg/dl and 242 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. They treated low blood glucose levels with food. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. The drive support cap appeared normal. The customer alleged the insulin pump for over delivery because the blood glucose levels were going low. The customer was calling back for troubleshooting. The insulin pump and reservoir will not be returned for analysis.